Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided.

Event description:
It was reported that patient underwent a partial knee arthroplasty on (B)(6) 2015. During the procedure, the trial bearing fractured. It is unknown whether patient injury occurred as a result.